Event description:
The event involved a 30 cm (12") appx 3.2 ml, set ambrato per infusione, 4 clave®, perforatore con filtro, where the customer reported that the liquid from the 0.9% nacl bag connected to the tree leaks from the tree connection fittings, which do not hold, and disconnect from the tree. The customer had to stop the infusion and change the tree. The customer also stated that the patient had anxiety and loss of patience because of the event. There was patient involvement; but harm was not reported as a consequence of this event, there was no need of medical intervention. Nobody was harmed. The treatment was fully administered. There was no blood loss, the medication did not came into contact with the patient neither with the healthcare provider. The leak was cleaned as per the facility protocol. There was no visible default on the device before use; no cuts, tears, or holes on the device.

Manufacturer narrative:
The device is to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
Two pictures were returned one showing the set with two separated claves inside a bag, and the other showing the labeling on the package. Received one (1) used list #011-h1368 set ambrato per infusione attached to an intravenous bag for evaluation on 6/24/24. As received two clave adaptors were observed to be separated from the trifurcated connector. No additional damage or anomalies were observed. The bonding areas were observed under uv light. Insufficient solvent was observed in both clave adaptors and boding pockets. The complaint of separation and subsequent leakage can be confirmed due to the separated claves. The probable cause is due to insufficient solvent application in manufacturing. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.